Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used with an 11mm trocar. The jaw didn´t close and the clips fell open and down (not into the patient). It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged, ejected clip the analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition of the device and then, it locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. Possible causes for the found condition of the jaw may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The found orange indicator failure is not related with the incident reported. No incident related to the reported event was observed during the batch record review.